Manufacturer narrative:
This supplemental report is being submitted in response to the FDA letter dated 4/17/2025. The initial MDR report 3004582654-2025-00014 has been submitted on 02/28/2025.

Manufacturer narrative:
The excor atrial cannula for children; ø 12/9 mm; l 32 cm; head 23 mm (lot no. 00132882) was in use on the patient from on (B)(6) 2023 until the time of the event on 2025-02-22 (501 days). This cannula is no longer on the patient. We have reviewed the production records of the cannula lot no. 00132882. This product was produced according to our specification. According to the production records, a total of four cannulas with this lot no. Were produced. Out of the four cannulas, three were cannulas distributed in the us were used on patients. The fourth cannula which was distributed to canada was not used. There are no other complaints associated with this lot number. A detailed investigation report will be provided as soon as it is available.

Event description:
On (B)(6) 2025, the surgeon contacted berlin heart to report an issue with a single ventricle patient supported with a excor pediatric vad with an atrial inflow cannula and an aortic outflow who had been taken to the operating room for a cardiac transplant. In the operating room, the patient was transitioned from the excor vad to cardiopulmonary bypass with the berlin heart cannulas. While dissecting the heart, the surgeon noticed air in the venous line of the bypass circuit that resolved without intervention and was then noticed again. While investigating the source of the air, the surgeon dissected the site of the atrial cannula connection and observed that the head of the atrial cannula had separated from the atrial cannula sewing ring which remained attached to the heart allowing air to enter the patient. The patient acutely decompensated and was found to have a massive air embolism. Efforts to resuscitate the patient were not effective, the procedure was aborted, and the patient was declared dead in the operating room. Berlin heart inc requested that the site send any pictures available and return the product for investigation after the autopsy had been performed. At the time of the event that patient was on cardiopulmonary bypass.

Manufacturer narrative:
Berlin heart commissioned the cardiovascular pathology laboratory, department of veterinary pathobiology, college of veterinary medicine, (B)(6), to perform the analysis for the affected cannula (lot no. 00132882). During the examination by the (B)(6) cardiovascular pathology laboratory, only non-destructive visual inspections, photographic recordings, CT scans, electron microscopy, microscopic evaluation with histology sections were performed. The investigation confirmed the separation of the cannula body and the sewing ring; however, the exact cause of the incident could not be determined. The affected cannula was not returned to berlin heart gmbh (the manufacturer) and was sent directly to the pathology laboratory at (B)(6) by the site. The device history record (DHR) was reviewed, and no abnormalities were found.